Manufacturer narrative:
The analyzer's serial number is (B)(6). The field service representative found a tear in the base of the vacuum tubing on the rinse mechanism. He removed the tear from the tubing and reinserted it on the rinse mechanism. He performed preventative part replacements, performed air purges, and decontaminated the instrument as a preventative measure. He found a leak coming from a mixer valve. He tightened the mixer valve assembly and the valve fitting. He cleaned the detergent weight filters, performed cell detergent primes, and performed adjustments. He performed checks and tests with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable calcium gen.2 results for 1 patient sample on a cobas 8000 c702 module. The initial result was 2.9 mg/dl. The repeated result was 9.0 mg/dl.

Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. The calibration and qc were acceptable. A general reagent issue was excluded. The alarm trace showed an "abnormal aspiration" alarm. The field service representative also performed multiple air purges, performed an incubation bath exchange, replaced the reagent compartment and reagent probes, removed and replaced the degasser tank, performed service software adjustments for the reagent and sample probes, and performed additional checks and tests with acceptable results. After service, no issues were reported by the customer. Although no cause was found, the instrument performance was verified and the issue appears to be resolved.